Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in the clinic for routine follow up, noise in the ventricular channel with oversensing and inhibition was noted on the stored electrograms. Upon review, it was determined that the noise was not caused by electromagnetic interference (emi). The impedance trend, impedance measurement, capture threshold was within normal range. The patient¿s underlying rhythm was complete heart block. The patient did not experience any consequences.

Manufacturer narrative:
(B)(6).